Event description:
This complaint is being reported as a malfunction due to the alleged overheating issue with the animas pump. Reportedly, the battery compartment felt hot when the patient replaced the battery. There was no report of injury as a result of the hot battery or pump. The animas representative noted the battery cap was replaced 4 to 6 months prior to the call to animas. The battery cap is in good condition and fits securely on the pump. There was no sign of corrosion on the battery compartment and no evidence of product misuse. The product was returned to animas for investigation.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the hot pump complaint could not be investigated due to moisture damage in the pump. The pump was found to power on with audible beeps, but the display remained blank and the vibration feature was not functional. Appropriate testing could not be completed.